Manufacturer narrative:
During the site visit the territory manager (tm) confirmed the secondary energy too high error message, and replaced the e1 beam splitter to address the issue. Preventive maintenance was completed successfully and system was verified to be working within specifications. Root cause was determined to be component wear, specifically degradation in the beam splitter optic. (B)(4).

Event description:
Laser operator reported an aborted refractive surgery case, due to a secondary energy message, which locked the system at 2% treatment completion. Pt was sent home, and treatment was completed three days later. Upon f/u, surgeon stated that he was satisfied with the procedure, and does not anticipate any problems.